Event description:
The customer contacted physio-control to report that their device showed the service wrench and charge-pak indicators in the readiness display. In addition it was mentioned that the device's lid wouldn't open and that the device would therefore not power on. The device could not be used to provide defibrillation therapy if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the device. It was observed that the plastic, protective cover was left high on the lid by the customer. This caused the device's lid not to open. Once the plastic was removed, the lid opened normally. From the downloaded device data it was observed that the device had not set any of the icons (charge-pak, attention or service wrench). Proper device operation was observed through functional and performance testing. The cause of the reported issue was determined to be due to a use error.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.